Event description:
Customer alleges that the bar that goes across the back of the seat broke just above the weld. No injury alleged.

Manufacturer narrative:
The consumer is a female whose age, height and weight are unknown. The consumers medical condition, stability and medication regimen are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown. The dealer stated that the back seat support tube broke above the weld. The consumer needed the support and continued to use the device. The other side of the seat support allegedly gave way. No injury or medical intervention. RMA (B)(4) has been issued for this incident. The device is being replaced and the damaged device is being returned to invacare for an inspection.